Manufacturer narrative:
A customer in (B)(6) contacted biomérieux to report poor bacteroides fragilis growth in association with the bact/alert® fn plus culture bottles. An internal biomérieux investigation was performed. The complaint was received from one customer site for a failed routine qc test, using a non-biomérieux procedure, which resulted in a false negative. The most probable root cause of this event is unknown. Contributory factors could be the combination of the use of a non-biomérieux bottle preparation procedure using an 18 gauge needle, kochsalz nacl peptone broth, lyophilized microbial strain bacteroides fragilis, and no blood supplement or use of an anaerobic chamber, all of which deter the growth of bacteroides fragilis. The investigation examined the bact/alert® fn plus, lot number 3046062, batch record, including the quality control release testing documentation, and all results were within specification. Quality assurance subsequently released the lot for distribution to the field on 15apr16. The bact/alert® fn plus IFU provides instruction for the user on bottle inoculation procedures and result analysis, including the use of blood to support growth, particularly for the recovery of fastidious organisms, and the recommended needle size. There is no evidence of a systemic issue with bact/alert® fn plus, lot number 3046062. There are no proposed corrective and/or preventive actions from this investigation. Bacteroides fragilis is a slow growing, strictly anaerobic, fastidious organism. The current IFU specimen collection and preparation instructions provide adequate guidance.

Event description:
A customer in finland contacted biomérieux to report poor bacteroides fragilis growth in association with the bact/alert® fn plus culture bottles. The customer stated they conduct growth performance testing for various microbial strains for new culture bottle shipments, and have found that bacteroides fragilis is not growing satisfactorily in the bact/alert® fn plus culture bottles, lot 3046062. Testing was performed using bacteroides fragilis: microbiologics product (B)(4), lot 320-94-1, exp.date 1/2017. The customer was advised that internal testing is performed with (B)(6) and is the strain recommended in biomérieux procedure #(B)(4). The customer stated they did not use the biomérieux procedure because they buy "kind of ready-made bacterial pellets." There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There were no patients directly associated with the microbiologics qc strain. Biomérieux investigation will be initiated.